Manufacturer narrative:
Unit received with blank display due to corroded electronic and motor assemblies. Unable to verify button error due to blank display. However corrosion noted at keypad traces. Unit received with minor scratches on lcd window.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump had a blank display, and was exposed to moisture. Customer's blood glucose level at the time 120 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.